Manufacturer narrative:
The initial reporter was a nurse.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported when an asymptomatic patient presented to the clinic for a follow-up, the device was found in backup vvi mode. The patient presenting rhythm was not pacing during the backup. The correction program could not be entered multiple times as the programmer could not stay connected to the device. The clinician was able to successfully perform a telemetry test, thus, the programmer was rebooted and the error persisted. The device was explanted and replaced prophylactically following the advisory. The patient condition was stable before, during, and after the procedure.